Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter was reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A glucose high reading issue was reported with use of the adc device. The customer received high readings of 280mg/dl and had contact with a healthcare professional who obtained a blood glucose reading of 104 mg/dl and provided unspecified injection as treatment. In addition, hcp provided acetaminophen 500mg and "lidogerm lidocaine 5%". No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A glucose high reading issue was reported with use of the adc device. The customer received high readings of 280mg/dl and had contact with a healthcare professional who obtained a blood glucose reading of 104 mg/dl and provided unspecified injection as treatment. In addition, hcp provided acetaminophen 500mg and "lidogerm lidocaine 5%". No further information was provided. There was no report of death or permanent impairment associated with this event.